Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a rotator cuff repair procedure was performed (B)(6) 2020. During the procedure the tip of the ar-13995n scorpion needle (lot 10569654) broke off in the joint. The patient was reported to have had a very scarred tendon. The remaining portion of the needle was discarded by the facility and the procedure was completed successfully. Additional information obtained 8/14/20: the needle tip was not retrieved and the surgeon declined to take an x-ray.